Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection noted tool marks on the header, however, internal visual examination identified no device irregularities. The daily battery voltage measurements displayed a pattern of increasing discharge. Additionally, a high power consumption was detected. Detailed analysis confirmed that the failure mode is consistent with other devices that have electrical leakage of c5 and c52, the v220 supply filter capacitors. This resulted in the observed premature battery depletion.

Event description:
Boston scientific received information that this pacemaker had thirteen years left on battery last year according to clinic notes. Currently had seven and half years. Further, engineering analysis showed that battery essentially went from thirteen years to seven and half years over the course of this year. The battery diagnostic data indicates that the power consumption of this device has been increasing during the year and is expected to continue to increase. Moreover, this pacemaker was explanted. No additional adverse patient effects were reported. This supplemental report is being filed because product analysis was received and coding has been updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker had thirteen years left on battery last year according to clinic notes. Currently, had seven and half years. Further, engineering analysis showed that battery essentially went from thirteen years to seven and half years over the course of this year. The battery diagnostic data indicates that the power consumption of this device has been increasing during the year and is expected to continue to increase. Moreover, this pacemaker was explanted. No additional adverse patient effects were reported.